Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the device, 410-2000, surefit, dual dispersive electrode, contact quality monitor was being used during a left inguinal hernia with mesh and "on 6/11 we had a severe cautery burn on a patient at their post op appointment. The burn was in the shape of a cautery pad and was red, swollen, sore, itchy and now peeling. Patient has not been able to put pants on for 3 weeks since she had surgery and has been out of work due to this.¿ the procedure was completed. Per further assessment it was reported the burn was discovered during the post-op appointment. The cautery pad was applied to the right thigh and there was no skin preparation prior to applying the pad. The power settings on the electrosurgical unit were 30,30. The pad did not alarm during the surgery. The degree of burn is unknown. There was no medical/surgical intervention or prolonged hospitalization required for the patient. The patient is currently "at home, recovering. Doing well besides being out of work." This report is being raised due to the reported injury of patient receiving a burn of unknown degree.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event can not be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: select a well-vascularized site in close proximity to the surgical site (anterior arm or thigh is recommended). Avoid placement on bony prominence, skin lesions or folds, tattoos, scars, metal prostheses or near ECG electrodes and cables. Do not apply where fluid may pool. Prepare the skin at the application site according to facility protocol. If no protocol exists, clip excess hair at the application site, clean and disinfect the area to remove oils, lotions, etc., and allow to dry thoroughly. Do not open the package until ready to apply the pad to skin. Inspect the pad and cable. Do not use if the product is expired or apparently damaged. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the device, 410-2000, surefit, dual dispersive electrode, contact quality monitor was being used during a left inguinal hernia with mesh and "on (B)(6), we had a severe cautery burn on a patient at their post operation appointment. The burn was in the shape of a cautery pad and was red, swollen, sore, itchy and now peeling. Patient has not been able to put pants on for 3 weeks since she had surgery and has been out of work due to this." The procedure was completed. Per further assessment it was reported the burn was discovered during the post-op appointment. The cautery pad was applied to the right thigh and there was no skin preparation prior to applying the pad. The power settings on the electrosurgical unit were 30, 30. The pad did not alarm during the surgery. The degree of burn is unknown. There was no medical/surgical intervention or prolonged hospitalization required for the patient. The patient is currently "at home, recovering. Doing well besides being out of work." This report is being raised due to the reported injury of patient receiving a burn of unknown degree.